Manufacturer narrative:
The customer did not question instrument performance and a beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is insufficient evidence supplied to reasonably conclude that a specific cause and/or malfunction occurred in conjunction with this event.

Event description:
The customer reported obtaining a non-reproducible, elevated troponin I (accutni+3) result for one patient sample on the access immunoassay system of a unicel dxi 600. The elevated result was reported out of the laboratory. The patient sample was reran twice on the same instrument and both accutni+3 results were significantly lower than the initial result. The customer amended the initial result with a rerun result and is not aware of any change to or impact to patient treatment as a result of this event. The instrument had been calibrated with accutni+3 dxi calibrator lot number 334821; the customer did not provide any calibration data for review. All supplied system parameters (quality control, system checks, and precision testing) were performing within assay and instrument specifications. The patient sample was collected earlier in the day in a heparinized plasma tube; there were no issues noted with sample collection, handling, or processing in conjunction with this event.